Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a failure to alarm occlusion could not be confirmed. The event description states that ¿the pump sensor did not alarm to a high pressure with an infusion causing an infiltration to right upper extremity of the patient.¿ although logs were received, details regarding he event were not provided. Also, the pump module is neither designed nor intended to detect infiltrations and will not alarm under infiltration conditions. No malfunction of the device is believed to have occurred for the reported event. The pump module was not returned for investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was patient involved but no harm.

Event description:
The customer reported that the pump sensor did not alarm to a high pressure with an infusion causing an infiltration to right upper extremity of the patient. There are no details about the event at present and there was no report of patient harm.